Event description:
I was called to a room to speak to a resident involved in a trauma case. The resident reported to me that during surgical intervention, the patient's blood permeated the resident's surgical gown (aami 4 obtained from the multi trauma pack, from kimberly clark) via the sleeves. The blood ran down her arms and entered her gloves. A specimen was obtained from the patient and sent to the lab to screen for blood-borne pathogens. The gown was retrieved by me, bagged, labeled, and is sequestered in my office.